Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. Additional information has been requested but has not been made available as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).